Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, the patient underwent open reduction internal fixation surgery for femoral fracture. The surgery was completed with no surgical delay. After surgery, on unknown date, breakage of the nail was confirmed. No further information is available. Concomitant device reported: unk - nail head elem: tfna helical blade (part# unknown; lot# unknown; quantity: unknown). Unk - end caps: tfna (part# unknown; lot# unknown; quantity: unknown). Unk - screws: nail distal locking (part# unknown; lot# unknown; quantity: unknown). This complaint involves one (1) device. This report is for (1) unk - nails: tfna. This is report 1 of 1 or complaint (B)(4).